Manufacturer narrative:
Follow up report 001 (ref natus complaint #(B)(4)). The initial report gave reference to (B)(4) in the model and catalog section. This has been corrected to give reference to (B)(4).

Event description:
Customer reported broken flex arm of camera. There was no patient involvement. No injury or delay in treatment occured. The device was requested for return.

Event description:
Customer reported broken flex arm of camera. There was no patient involvement. No injury or delay in treatment occured. The device was requested for return.

Manufacturer narrative:
Follow up report 002 (ref natus complaint #(B)(4)) factory service reported the plastic housing of the nicview arm-001 was missing about half the radius of plastic at the base positioning/tension screw (power switch side). There were impact marks in the plastic just prior to the missing piece of the housing. Tensioning the screw did not lock the arm in position; the missing plastic prevented the arm from holding position and supporting the weight of the arm. It could not be repaired. Engineering reported the defective part clamp force was high and the damaged plastic exhibits deflection showing excessive clamp force. The clamp is designed to compress the two plastic ends to the center of the swivel piece. The deflection on both sides had only one side broken. The side that was broken had deep indent marks at the location of the break where the side that did not break only had scratch marks. The impact caused the broken plastic. It is possible that the clamp force put the plastic piece in stress and the impact then broke the plastic. Nicview installation guide instructions are to tighten the allen wrench bolt on the arm. Do not over tighten,but do tighten to make it snug. Arm should be able to move up and down and hold position when let go. If the arm is over torqued the plastic case may break. Factory service and engineering reported impact caused the broken plastic on arm-001. Failure confirmed: yes. Risk management file review: (B)(4). Rev c risk analysis for nicview (cam-001/2, arm-001/2 configuration) - ID. B. 2 the severity score 3 is moderate, and the initial risk rating is medium.

Manufacturer narrative:
Natus ref complaint # (B)(4). Customer reported broken camera mount. The customer reported this is the way he found the camera in the nicu. The staff could not keep the camera in position due to the mounting base cracked and missing a piece of plastic. Technical service was informed by the customer the arm with the broken base was in use at the time the damage was noted on the nicview arm. The staff had moved the camera out of reach of the bed as the arm was not able to support itself. The cameras are mounted to the wall nearest the infant. Technical service was informed the customer did not know if the nicview arms had been tightened in the past five years. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Is risk review required? A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review (if applicable): a DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Service record review (if applicable): a search for service data that may have been relevant to this issue was conducted. No further information related to this issue.

Event description:
Customer reported broken flex arm of camera. There was no patient involvement. No injury or delay in treatment occured. The device was requested for return.